Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a CABG procedure, ¿relax pressure on blade¿ was displayed when the device was used on the gstro-epiploic artery. It was found that the blade tip was broken off when the device was checked. The broken pieces were retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.